Event description:
The devices were used during an unk procedure. It was reported by the rep. The first device did not cut and the second device broke. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion: based upon the info received and the visual examination, it was concluded that instruments b & c were returned non-functional. The instruments were disassembled and were found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Instrument a was returned with a nicked knife, but was otherwise in good physical condition. No conclusion could be reached as to how this damage occurred. Instrument a was cycled, fired, and formed the dtaples within design specification, but had a rough cut due to the nicked knife. Some conditons which might resllt in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing to complete clamping of the jaws and failure to properly follow reloading instructions.